Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced dizziness and presented remotely via merlin.net transmission. Upon review, the right ventricular lead exhibited intermittent noise. On (B)(6) 2017, the patient was brought into the clinic, and the lead was reprogrammed. On (B)(6) 2017, the lead was capped and replaced. The patient was stable post-procedure.